Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd¿ venflon pro 1.3mm x 45mm has been found experiencing 1200 occurrences of open packaging during use. The following has been provided by the initial reporter: product paper is open, for this is being lost sterilization.

Event description:
It has been reported that the bd¿ venflon pro 1.3mm x 45mm has been found experiencing 1200 occurrences of open packaging during use. The following has been provided by the initial reporter: product paper is open, for this is being lost sterilization.

Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. No DHR review can be carried out as lot number is unknown. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Correction: awareness date updated. The following information has been updated: g.4. Date received by manufacturer: 2019-12-11. H3 other text : see h.10.

Event description:
It has been reported that the bd¿ venflon pro 1.3mm x 45mm has been found experiencing 1200 occurrences of open packaging during use. The following has been provided by the initial reporter: product paper is open, for this is being lost sterilization.